Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
The sales representative reported on behalf of the customer, that the exeter stem which has been in situ in the patient for over 10 years, has allegedly fractured mid-way through the stem. The surgeon has reported that the primary procedure was completed successfully and that he believes this stem fracture may be due to stress fatigue. The surgeon further reports that the patient underwent revision surgery on (B)(6) 2014.